Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis (m-85519), 203cm ruler (m-83360), pin gauge sets (m-84082, m-84080) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. The axium implant coil was returned out of introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be kinked at ~176.0cm from proximal end. The axium coil was found to be broken and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil tip od (outer diameter) was unable to be measured due to its damaged condition. The ID (inner diameter) of the introducer sheath was measured to be 0.0175¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed; however, the root cause was unable to be determined. The customer reported preparing the axium prime coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that after normal hydration, there was significant resistance trying to push the axium coil in the sheath. When it was retrieved, it was found to be stretched. It was noted the axium coil and all accessory devices were prepared per the instructions for use (IFU). The coil was replaced to complete the procedure successfully. There was no harm or injury to the patient who was undergoing a coil embolization procedure to treat a ruptured right posterior communicating artery saccular aneurysm. The aneurysm max diameter was 3.2mm and the neck diameter was 2.5mm. Blood flow was normal. Vessel tortuosity was moderate. Additional information received that during preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.